Manufacturer narrative:
Please note that device (crsxxxxx,lot#unk) is distributed outside the united states, however it is similar to the united states product cxsxxxxx.

Event description:
The report from the affiliate indicated that during a literature search an article entitled "stent fracture is one of the leading causes of restenosis after sirolimus-eluting stent implantation" was found. The article reported twenty-four (24) restenostic lesions in twenty-two (22) patients. Of these, eight (8) were reported to be associated with stent fracture. No additional information was available regarding any additional treatment/intervention. This complaint captures one of the complaints of restenosis only.